Manufacturer narrative:
Final device analysis was not possible. Only the capsule was returned. The capsule trocar needle was advanced, but no blood or tissue was present.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. No serious injury to the patient was reported.